Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported by an hcp who was calling to inquire about MRI guidelines that the ins was ¿no longer functioning.¿ technical services asked what that meant and the caller stated that they hadn¿t spoken with the patient and this information had been provided to them by a nurse. The hcp did not know an event date and there were no symptoms and there were no further complications reported.